Event description:
Md was using quattro suture passer needle for procedure when it was noticed that the tip had broken off. Md immediately irrigated the surgical site and obtained an xray to evaluate for retained tip. FDA safety report ID # (B)(4).